Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of transcripts revealed noise on the right ventricular lead. The patient presented in clinic on (B)(6) 2018 after feeling the patient notifier on the device. Intervention was discussed, but not yet performed.

Event description:
New information noted that the right ventricular lead was capped and replaced on (B)(6) 2018. Patient was stable post procedure.